Manufacturer narrative:
The reported event of inaccurate registration results can be confirmed based on the additional document review. The customer used bone kernel image sets for patient registration which does not follows the imaging protocol. The usage of bone kernel image sets instead soft tissue can lead to inaccurate registration results by using surface based registration methods like mask registration. The user is able to change the registration method to a different any time.

Event description:
It was reported that during a surgical procedure the system registration was inaccurate. No impact to the patient or procedural delays were reported with this event.

Event description:
It was reported that during a surgical procedure the system registration was inaccurate. No impact to the patient or procedural delays were reported with this event.